Manufacturer narrative:
The manufacturer previously received information alleging an issue related to the device's sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. In initial reports section b5 mentioned incomplete, correct b5 should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received a voluntary medwatch (mw5103014) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop eye issues, sinus, headache, hypersensitivity and nasal secretion and required medical intervention. Upon repeated attempts to have the device and components returned for evaluation and investigation, the customer responded that they would rather return the device to a third party independent investigator. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Manufacturer narrative:
Additional information was received on nov 11, 2024, and section h11 should be reported as the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received a voluntary medwatch (mw5103014) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop eye issues, sinus, headache, hypersensitivity and nasal secretion. There was no report of patient harm or injury. The sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected to product problem (adverse event and product problem was checked in the previous MDR). Section b2 was made blank (previously it was other serious). Section h1 was changed from serious injury to malfunction. Section h6 health effect - impact code was corrected.

Event description:
The manufacturer received a voluntary medwatch (mw5103014) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop eye issues. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per (B)(4).